Event description:
Information was received in 2005 from a physician regarding a female patient with an unknown medical history who experienced effusion (site unknown). The patient began treatment with synvisc on twelve days earlier. The patient received two injections of synvisc in an unknown site. An five days later, on an unknown date the patient experienced effusion (site unspecified). The patient was sent to the hospital for an arthroscopy. The reporting physician four months later who reported that the patient was 71 years old. Four months earlier an interventional arthroscopy with irigation, synovectomy and cartridge smooting was performed in the joint. The physician assessed the severity of the event as severe and the causality as definite. At the time of this report the patient's outcome was unknown.